Manufacturer narrative:
Review of complaint activity determined that there is normal complaint activity for likely cause lot 01248be00. Tracking and trending report review for the architect havab igg assay did not identify any trends associated with the complaint issue. Retained reagent kits of lot 01244be00, which contains the same bulk material as lot 01248be00, were tested in a specificity setup. All specifications were met and no false reactive results were generated. Using worldwide field data the performance of reagent lot 01248be00 and associated sublot 01244be00 were evaluated. The standard deviation to cut-off and median values of the negative population for the lots were within the established limits of the architect havab igg assay. Overall, no issues were identified related to the specific performance of the complaint lot. Manufacturing documentation was reviewed, and no issues were identified. Additionally, labeling was reviewed and sufficiently addresses the customers issue. Based on the investigation, no systemic issue or deficiency of the architect havab igg reagent was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 6c29 that has a similar product distributed in the us, list number 6l27. An evaluation is in process. A follow-up will be submitted when the evaluation is complete. Patient information: no specific patient information was provided.

Event description:
The customer reported false reactive architect havab-igg results for multiple samples. The customer indicated the samples generated negative results on the roche assay. No impact to patient management was reported.